Event description:
Male patient was undergoing posterior lumbar laminectomy of the bilateral lumbar vertebra (l5) and sacral vertebra (s1). Patient also underwent placement of anterior lumbar intervertebral device (l5-s1), anterior spinal arthrodesis (l5-s1), posterior spinal arthrodesis (l5-s1), placement of posterior spinal instrumetation (l5-s1), bone marrow aspiration, harvest of fat graft and placement of fat graft over the dura, and repair of a dural defect. Physician was using a synthes box curette during procedure. The tip of the synthes box curette broke. The tip of the synthes box curette was removed from the surgical site. Device was substituted with a new synthes box curette, and procedure was completed without further incident. Patient was transferred to the recovery room in stable condition. No untoward effects from broken synthes box curette. The broken synthes box curette and tip were washed and bagged and given to the synthes representative. Representatives are to have synthes examine broken synthes box curette.